Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017. The patient received two inappropriate treatments. The rhythm at the time of the first treatment was atrial fibrillation at 145 bpm. The post shock rhythm was sinus rhythm at 95 bpm. The rhythm at the time of the second treatment was an idioventricular rhythm at 50 bpm. The post shock rhythm was an idioventricular rhythm at 45 bpm. Multiple counting of low amplitude cardiac signal contributed to the false detection. There is no device malfunction that caused or contributed to the patient death.